Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod between 36 and 48 hours. The pod reportedly was coming loose from the infusion site (leg), causing the cannula to dislodge. The cannula was found bent. As treatment, the patient received insulin via intravenous therapy and was released after 4 hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.